Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking from unspecified location. Additionally, it was reported that the insulin gauge was inaccurate. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in 120-200 mg/dl range.